Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant, catalog # 3503004bc, lot # 234694. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with a 300cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The rupture was discovered when the patient underwent a breast lift procedure to remove and replace with mentor memorygel breast implant, catalog # 3503504bc, (right) serial # (B)(4), (left) serial # (B)(4) on (B)(6) 2019.

Manufacturer narrative:
On 06-aug-2019, mentor received the suspect medical device. On 22-aug-2019, mentor completed the investigation of the suspect medical device. Device evaluation summary: according to the information received, it was reported a rupture on a breast implant. During evaluation the sample a crease was noted on posterior and anterior aspect, within the crease a tear was noted on posterior and extending to anterior aspect measuring approximately 12.3 cm. No other anomalies were observed the second product received is a concomitant device, no further analysis is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: , continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number 234694, and no non-conformances related to the reported complaint were identified. Manufacturer's reference number: (B)(4).